Event description:
It was reported that the patient experienced stimulation in the wrong location when the stimulator was turned on. The lead had migrated, therefore the patient had a lead revision, replacing the model 39286 lead with a model 39565. The manufacturer representative had met with the patient after the lead revision and the patient seemed to be getting better coverage.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product typ lead, product ID 39286-65, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ lead, product ID 37754, serial# (B)(4), product typ recharger product ID 37744, serial# (B)(4), product typ programmer, (B)(4).